Event description:
It was reported that ilet insulin delivery stopped when the user's cartridge ran empty and was not replaced until the next day, with contributing difficulty removing the cap from the long tubing of a contact detach infusion set; the user then received education on alternative inset infusion sets and dosing resumed after the cartridge was changed. Symptoms included hyperglycemia peaking at 307 mg/dl. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device malfunction, identified a usage problem related to not reverting to alternative therapy after the ilet stops dosing, and no applicable device component fault. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.